Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, the customer reported conflicting data error while generating the report. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt was made to reproduce the issue by generating reports within the carelink system using the provided username and observed that the issue was reproducible. Additionally, data retrieved from the carelink database was examined to determine if any time change events were recorded in the uploaded data. Testing or analysis confirmed that the conflict data error occurred. The issue is verified based on the conflict data error seen during report generation in carelink support application. To assist with the resolution, we provided the helpline with the below feedback. -we informed the helpline about the conflict data error from uploads made between 28th and 31st july. We also mentioned that we'll have the development team review this ticket. -- as a workaround, we requested helpline to generate reports excluding 28th jul to 31st july. We created an internal ticket with dev team to investigate further on this issue. Carelink dev team analyzed and observed that the uploaded data cannot be merged due to a data difference between the two uploaded data. The software successfully did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc"". The esf number that corresponds to the reported issue is: (B)(4). The root cause of this issue is because timeline from one snapshot includes timeline from second snapshot due to setting datums that are created after uploading snapshot from pump. Carelink dev team confirmed that this issue needs a code fix and would be deployed in upcoming release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.